Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Blood glucose level of customer was over 400 mg/dl. Customer treated with pen for their high blood glucose. Customer reported they did not contact their healthcare professional's regarding the high blood glucose. It was unknown whether the customer using auto mode feature at the time of reported high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. No further details given. Insulin pump will not be returned for the analysis.